Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device remains implanted.

Event description:
Patient reported a right side deflation. Health professional reported the device is a "68-350 filled to 400cc." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening curved on anterior and creases flat leak test and microscopic analysis was performed which identified a sharp opening on valve bond edge and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior (valve bond edge) due to an unidentified (tear) opening.

Event description:
Health professional reported the device is a "68-350 filled to 400cc." Device has been explanted.